Manufacturer narrative:
(B)(4).

Event description:
It was reported that the amvisc tip shot out during a procedure and hit the patient in the eye. The facility indicated that they would be filing a medwatch report. No additional details were provided. Additional event information was received on 03/31/2017. The facility stated that the tip shot out as a result of the syringe burst while attempting to apply viscoelastic. The tip hit the patient in the left eye zonule area and the surgeon canceled the surgery, given that he no longer believed the zonules could safely hold the iol. The patient was advised to come back the following day and was told that they'd also be getting referred to a retinal specialist for the injury.